Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump, leading to the pump shutting off. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. Customer had not addressed bg at time of troubleshooting. Reportedly, the customer contacted the healthcare provider to obtain an alternate method of insulin therapy until the replacement pump arrived.